Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient woke up at 6:30 this morning because her "head and body started shaking very badly." Patient stated that she used her patient programmer(pp) to check the  implantable neurostimulator (ins) status and saw an informational power on reset (por) screen. The  meaning and possible causes of por were reviewed for the patient. Patient does not recall being near any sources of electromagnetic interference (emi) and confirmed that her ins battery was not low, noting that she just charged her ins on saturday (patient said the ins usually lasts 5 days between charges). Patient services reviewed how to clear por with the pp and once it was cleared the patient reported that the ins was flashing 'off' on the pp screen. Patient also reported that the ins battery is charged to 100%. It was reviewed for the patient that turning the ins on/off is a medical decision and redirected the patient to her  health care provider (hcp) for guidance/direction. Patient said she left a message for her neurologist. It was reviewed for the how to turn the ins back on with the pp and patient elected to turn the ins back on during the call. Patient confirmed she was able to successfully turn the ins on. Patient was advised to monitor symptoms and follow up with her hcp.  Patient mentioned that she had an appointment with her hcp in october and was told that the ins battery will not need to be replaced until 2026.